Manufacturer narrative:
Product analysis: analysis confirmed the customer comment on review of log files as self-test stuck buttons detected / recovered on the external pulse generator. The keypad was replaced preventatively. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) generated an error message indicating "button press detected, release all buttons". The epg has been returned to service. There was no patient involvement.